Event description:
According to the reporter, post-operatively, the orthopedic surgeon had noticed wound healing issue and infection in the wound. It was observed that this case has been increasing, so a suture from a different manufacturer was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.